Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Visual evaluation: external and internal visual inspections of unit revealed the right-angle extension cable was defective (right-angle extension cable has exposed wires), therefore, a golden right-angle extension cable was used in all future testing.